Manufacturer narrative:
The product was returned to the manufacturer on (B)(4) 2016 and it was sent out for sanitization on (B)(4) 2016. When it's returned from sanitization we will assess it and a supplemental report with our additional findings will be provided. (B)(4). The device has not been returned to the manufacturer and we're unable to complete an evaluation on the affected product. When its' provided we will send a supplemental report with additional findings. We continue in our efforts to follow up with the customer for its' return. (B)(4).

Event description:
The perfusionist was moving the patient up in the bed when the temperature probe on the quadrox-ID cracked and blood leaked; it was flowing 5.5 l/m.

Manufacturer narrative:
(B)(4). The evaluation confirmed the reported event. Based on the investigation performed, the most likely root cause of the broken oxygenator temperature probe port is rough handling during use. (B)(4).

Event description:
The perfusionist was moving the patient up in the bed when the temperature probe on the quadrox-ID cracked and blood leaked; it was flowing 5.5 l/m.